Event description:
Customer complained about sensor reading discrepancies. Customer reported that the sensor was reading 67 mg/dl and the insulin pump went into threshold suspend but her blood glucose was 90 mg/dl. Current blood glucose was 107 mg/dl and sensor reading was 52 mg/dl. Troubleshooting was done and customer was advised to wait and to remove sensor if readings did not stabilize. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.